Event description:
It was reported that, this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the right atrial (ra) channel from right ventricular (rv) signals and properly fall into blanking zone. This crt-d remains in service. No adverse patient effects were reported.